Event description:
It was reported that when the device and reload were used during a gastric bypass, during the 2nd firing while creating the anastomosis on the jejunojejunostomy portion, the device jammed and could not be fired past three fourths of the firing. Another device was used to complete the case. There was no consequence to the pt.